Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05975. It was reported the patient experienced ineffective therapy. During the procedure, intra-op diagnostics indicated high impedances. Lead fracture was confirmed. As a result, surgical intervention occurred wherein the lead and ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. There was also a cam impression consistent with the use of a swift-lock anchor found and when a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the proximal end of the anchor. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The DHR review confirmed that lead met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit.